Event description:
Kimberly-clark received a report from (B)(6), stating, the seal on the bottom of the pouch is not sealed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The reported defect was identified prior to use, and no patient involvement was reported. The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. Photos of the device show the bottom seal of the pouch is open. The root cause of the reported event is under investigation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by customer.